Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00911. It was reported that patient lost effective therapy. Reprogramming was not able to resolve the issue. As a result, the leads were explanted and replaced restoring effective therapy.